Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 40-60 mg/dl, and the meter bg reading was over 600 mg/dl. Due to the inaccurate readings, the customer was unaware of rising bg, and subsequently, the customer was hospitalized. The customer was hospitalized due to a blood glucose level over 1000 mg/dl, severe diabetic ketoacidosis, and septic blood. Customer was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved. Customer indicated a possible fib issue, however was unsure if fib issue was related to reported event. A root cause could not be determined. A replacement sensor was sent to the customer.